Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01039, 3005168196-2016-01040. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician had difficulty advancing a ruby coil through the px slim and experienced resistance. Subsequently, the coil became stuck so the physician attempted remove it. However, while the coil was being retracted, it unintentionally detached inside the px slim. The physician then removed the detached ruby coil and attempted to advance a new ruby coil through the same px slim. However, the physician still met resistance. The ruby coil became stuck and was unable to advance through the px slim. Therefore, the physician attempted to remove the ruby coil. However, while the coil was being retracted, it unintentionally detached inside the px slim. The physician removed px slim containing the detached ruby coil from the patient. Upon inspection of the px slim, a kink was observed. The technologist was unsure when the px slim became kinked. Thereafter, the procedure was completed using a new px slim and new ruby coils without any further issues. There was no report of an adverse effect to the patient.